Event description:
On (B)(6) 2019, a 24mm amplatzer atrial septal occluder (aso) was selected for implant within a pediatric patient. The 24mm aso was deployed with a 9f amplatzer torqvue 45 delivery system (itv) and came out in a "cobra" formation. The aso was resheathed and redeployed through a new 10f itv, but also formed into a cobra shape. The occluder was exchanged for a second 24mm aso and deployed through the 10f itv, but also formed into a cobra shape. Next, a lifetech 24mm aso and non-abbott 12f delivery system were used. The 24mm lifetech aso had almost formed into a "cobra" shape, but quickly self corrected to sit on the atrial septum and was then released. Per physician, the patient had difficulty anatomy (small left atrium) which may have attributed to deformation, but the 24mm lifetech occluder was able to form and implant successfully. The patient remained hemodynamically stable throughout the procedure and was transferred back to ward before being discharged at a later date.

Manufacturer narrative:
An event of device deformity upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, per the physician "the patient had difficult anatomy which may have attributed to the deformation".

Manufacturer narrative:
An event of device deformity upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however 11 images were received from the field for analysis. Based solely on the aforementioned photos, the occluder did appear to deploy deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, per the physician "the patient had difficult anatomy which may have attributed to the deformation".